Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery test and had an intermittently responsive up arrow buttone. The blood glucose reading was 13.3 mmol/l. No significant events leading to the keypad issues were observed. The caller stated that the battery cap had been changed recently, and after several batteries were used, a new battery successfully got the insulin pump to work. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed failed battery test due to a faulty battery tube. The unit functioned properly after unplugging and plugging the battery tube connector to the interface board. All buttons functioned properly during testing, however, moisture damage to the keypad traces was observed during visual inspection. Damages to the reservoir tube lip, battery tube threads, lcd window, reservoir tube window and a stained end cap sticker also noted.